Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling. Reveiw of returned device found no deficiencies.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, loss of diaphragmatic movement while pacing was noticed while ablating in the right superior pulmonary vein (rspv). The phrenic nerve injury was not resolved prior to patient discharge.